Event description:
A baxter associate reported a pump with an inoperable stop key. The reported condition was found during the service evaluation. Uim master software versions with a software configuration number ending in 5.09.90 will be categorized as unremediated.

Manufacturer narrative:
(B)(4). During service, an "inoperable stop key" was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B)(4) that is associated with this report.